Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. Conclusion: based on the provided information the product reported in this investigation did not contribute to the event. There were no allegations made against the accolade stem. The acetabular shell was noted as loose in the acetabulum.

Event description:
Notice received from patient's attorney alleges that patient had a stryker hip prosthesis which was subject to stryker's recall. It is alleged that the patient wound up having many of the signs and symptoms stryker said the defective hip would cause in its recall notice and in consultation with his orthopaedic surgeon has had a number of procedures to address the signs and symptoms he was displaying, ultimately resulting in the prosthesis being removed.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Notice received from patient's attorney alleges that patient had a stryker hip prosthesis which was subject to stryker's recall. It is alleged that the patient wound up having many of the signs and symptoms stryker said the defective hip would cause in its recall notice and in consultation with his orthopaedic surgeon has had a number of procedures to address the signs and symptoms he was displaying, ultimately resulting in the prosthesis being removed.